Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have one bent grip, causing them to be misaligned. The offset at the tips was 0.84mm. The grips were not found to be cracked. The complaint regarding instrument would not hold clips was confirmed by failure analysis. The probable root cause of the bent instrument grip tips is attributed to damage during use, where moderate misalignment of the grip tips can occur due to grasping hard tissue or objects, or from collisions with other instruments.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large hem o lok clip applier instrument was not holding clips. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated the issue happened during the case. They replaced the robot arm with a new one. No patient demographics provided.